Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was in a rehabilitation facility and had a low blood glucose event. The patient's blood glucose at the time of incident is unknown. The customer was given glucose tablets to treat; however, the insulin pump delivery was counteracting the tablet. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The nurse stated that they were going to take the customer to the hospital. No further details were provided. Troubleshooting did not occur. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer has liver issues. The customer was using insulin pump auto mode at the time of the incident. The customer was given intravenous glucose to treat the low. The customer declined troubleshooting.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer has liver issues. The customer was using insulin pump auto mode at the time of the incident. The customer was given intravenous glucose to treat the low. The customer declined troubleshooting.